Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Event description:
As reported, a 6/7f mynx control vascular closure device (vcd) failed. The tips of both devices were split and would not enter the sheath. Two devices were used on the same patient that had split tips, and a third device was used successfully. Another unknown mynx device was used to achieve hemostasis. There was no reported patient injury. The device was used in a diagnostic procedure. A 6f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was presence of pvd / calcium in the vicinity of the puncture site. The device inspected prior to use. The device was prepped and used according to instructions for use (IFU). The device was opened in a sterile field. The user was trained to the device. The device will not be returned for evaluation, it was thrown out.

Manufacturer narrative:
As reported, a 6f/7f mynx control vascular closure device (vcd) failed. The tips of both devices were split and would not enter the sheath. Two devices were used on the same patient that had split tips, and a third device was used successfully. Another unknown mynx device was used to achieve hemostasis. There was no reported patient injury. The device was used in a diagnostic procedure. A 6f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was presence of peripheral vascular disease (pvd)/calcium in the vicinity of the puncture site. The device inspected prior to use. The device was prepped and used according to instructions for use (IFU). The device was opened in a sterile field. The user was trained to the device. The device will not be returned for evaluation, it was thrown out. The reported events of ¿atraumatic tip-frayed/split/torn¿ could not be confirmed as the devices were not returned for analysis. The exact cause of the issues experienced could not be confirmed. Based on the limited information available for review, it is difficult to determine what factors may have contributed to the issue experienced. However, vessel characteristics (there was presence of pvd/calcium within the vicinity of the puncture site) and/or handling factors (such as excessive force during insertion) are possible since the damages noted occurred in the same patient/procedure. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ based on the information available for review, there is no indication to suggest that the reported failures could be related to the design or manufacturing process of the units. Therefore, no corrective/preventative actions will be taken at this time.